Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, brown and white particles, opening. Leak test was performed and found opening on anterior and posterior side, and delamination on diaphragm valve. A microscopic analysis was performed which identify crease smooth opening on anterior and posterior side. The fill test inspection was performed, delamination on diaphragm valve. Based on the device analysis the final assessment is: a crease smooth opening on anterior and posterior assessed a fold flaw opening. Delamination of the diaphragm valve assessed as adhesive failure. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported a left side "milky white serous calcified fluid" and the capsule was "very calcified and firm". Device has been explanted.